Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings. Unable to confirm adhesive anomaly due to sensor was returned opened/used.

Event description:
Customer reported, her sensor readings are inaccurate. She said yesterday, she sweated and her sensor fell off. She put a new sensor in and it was reading low all day even though her blood glucose was around 135 mg/dl. Customer's current blood glucose is 116 mg/dl. She stated she is a (B)(6) and wonders if the issue is being caused by her extra belly fat. Customer follows proper sensor and calibration methods. Customer was advised to upload to carelink and monitor the issue. Nothing further reported.